Manufacturer narrative:
Product analysis: the device was returned for analysis. The cylinders were visually inspected and functionally tested. The tubing of both cylinders were identified to be cut down the cylinder strain relief kink resistant tubing (krt) junction. Both cylinders had wear at fold in cylinder body; no leaks were found. Therefore, this wear would not affect the functionality of the device. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. The reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell adapter junction attributed to fatigue of the adapter; large hole was present. The reservoir shell has wear at fold. Product analysis concluded that identified fluid leak in the reservoir adapter is the probable cause of the reported allegation related to there was no fluid in the reservoir and therefore align with the reported event. Product analysis confirmed reservoir malfunction. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of 'no problem detected' was chosen because the reported events could not be confirmed or substantiated through investigation. Risk review: the ams 700 hazard analysis indicates that based on the information provided, the as reported events of this complaint do not represent a new hazardous situation. Related components of device system: model number/catalog number: 72404155. Batch/lot number 695744015. Model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that due to inflation issues and pump not working, the patient had his inflatable penile prosthesis (ipp) removed. It was added that an ultrasound revealed that there was no fluid in the reservoir. The patient is currently satisfied with his device.

Event description:
It was reported that due to inflation issues and pump not working, the patient will his inflatable penile prosthesis (ipp) removed and replaced on a future date. It was added that an ultrasound revealed that there was no fluid in the reservoir.